Event description:
Per the clinic, the patient developed an infection (type not reported) resulting in the decision to explant the device. The device was explanted (B)(6), 2010. It is unknown whether there are plans to reimplant the patient with another device.the manufacturer became aware upon receipt of the explanted device on (B)(6), 2010.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4).